Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) lot: 3857156, conformed to the specifications when released to stock. Unique device identifier (UDI): (B)(4). Failure analysis - the valve was visually inspected, no defects noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but no functional issues were noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve occlusion. The valve was initially implanted via ventriculoperitoneal shunt on (B)(6) 2020 in a (B)(6) year old female patient with subarachnoid hemorrhage. The initial shunt setting was unknown. The patient presented symptomatic to the hospital on (B)(6) 2020 with headaches. Ventricular enlargement was observed by patency check. It was suspected the patient had a shunt valve occlusion. Flushing was performed but the issue continued. The shunt valve was explanted and replaced to a new shunt valve on (B)(6) 2020.